Manufacturer narrative:
A complaint investigation was completed on the returned pump device. The device's event logs/alarm history were reviewed and no error codes were identified. The pump passed performance verification testing (pvt) including the accuracy test. The customer's compliant (inaccurate delivery) was not confirmed. Therefore, a probable cause could not be determined.see h5 for corrected information.

Event description:
The event involved a plum 360 infusion pump that was reported to have delivered inaccurately on a patient. The expected amount to be delivered was 100 ml. There was 250 ml of fluids in the bag when the infusion started and then the bag went empty. The most recent preventive maintenance of the pump was on (B)(6) 2022. The issue was resolved by using new pump. There was no delay in therapy and no issues with the patient reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.